Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/ pain") and post procedural haemorrhage ("more bleeding than normal from the removal of the left essure coil") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), weight decreased ("weight loss"), alopecia ("hair loss"), depression ("depression") and pelvic pain ("pain"). The patient was treated with surgery (removal of essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, post procedural haemorrhage, weight decreased, alopecia, depression and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, pelvic pain, post procedural haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: right tube shows 3 coils, and left tube shows 4 coils. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received: new events pain, more bleeding than normal from the removal of the left essure coil were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping/ pain') and post procedural haemorrhage ('more bleeding than normal from the removal of the left essure coil') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), pelvic pain ("pain") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, post procedural haemorrhage, weight decreased, alopecia, depression, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, pelvic pain, post procedural haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: right tube shows 3 coils, and left tube shows 4 coils. Plaintiff received treatment for pelvic pain , abdominal pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event: abdominal pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight decreased ("weight loss"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (removal of essure implant in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower, weight decreased, alopecia and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression and weight decreased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.